Event description:
It was reported that the device was not spinning and was overheating in less than a minute. The case was completed with another handpiece. The event occurred prior to (B)(6) 2013. There was no patient impact.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and repair. The device was received in a non-working condition; therefore the reported complaint (overheating) could not be verified. Analysis found that the motor, housing and other parts were severely corroded due to dry saline. The device was repaired, tested to manufacturer product specifications and returned to the customer. This device is used for therapeutic purposes.

Manufacturer narrative:
Per visual inspection by medtronic's quality engineering group on september25, 2014: received m4 handpiece for evaluation and the condition of the device showed marks on the housing indicating that the customer may have tried to pry off the end cap. When the device was tested with an ipc console and operated at default speed, the m4 handpiece functioned and sounded normal. The complaint was unconfirmed for the reported malfunction of overheating. The underlying cause could not be determined based on this evaluation alone, therefore the device was released to service <(>&<)> repair for further processing